Manufacturer narrative:
The device was returned and evaluated. The exposed portion of the soft cannula was observed to be flattened and out of spec as it was measured to be 28.10mm in length. During the investigation, this damage did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The data downloaded from the device did not show any timeouts or drive stalls during the run. Although the exposed soft cannula was damaged, the timing and cause of the damage is unknown.

Event description:
It was reported the patient's blood glucose level rose to 330 mg/dl while wearing the pod between 5 and 24 hours on the abdomen. As treatment, a new pod was placed.